Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Sample/s evaluation: the flow rate report of affected batch 23g15ged71 was reviewed. For final control flow rate (after eto) report, the average flow rate deviation from the nominal flow rate was between -5.96% and 1.92%. Received 1 used and filled easypump ii lt 400-40-s-EU/sa. As received condition, the clamp clip of received sample was clamped, and a red cone was connected to the patient connector. The sample was decontaminated and sent for flow rate test (etr no.: 20240404_2332). The flow rate deviation from nominal flow rate for received sample was -10.05%. The flow rate of received sample was within the specification ±15% deviation from nominal flow rate. Summary of root cause analysis: since the flow rate of received sample was within the specification, hence we considered this complaint as not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: " 5fu therapy (4900mg/400ml) was started on 15.2. At 12:55 p.m., in the day hospital, oncology clinic. The therapy ended on 16.2. Around 9 pm at home therapy. It was reported in the morning at the cri department."